Manufacturer narrative:
Device was used for treatment, not diagnosis. Multifragmentary tibial pilon fractures: midterm results after osteosynthesis with external fixation and multiple lag screws. The open orthopaedics journal, volume 6, pp. 419-423 (2012). This report is for an unknown modular fixation devices, unknown quantity, unknown lot. (B)(4). The investigation could not be completed and no conclusion could be dawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: kiene, j., herzog, j, jurgens, c., and paech, a. (2012). Multifragmentary tibial pilon fractures: midterm results after osteosynthesis with external fixation and multiple lag screws. The open orthopaedics journal, volume 6, pp. 419-423. Germany. The purpose of the article was to research alternative methods of treatment of intraarticular tibial pilon fractures in cases coupled with severe soft tissue damage to prevent wound-healing deficits after plate osteosynthesis. The study was conducted between 2005 and 2008 and included five patients (1 female, 4 male), with an age rage of 19 to 67 years (mean age 46) who were treated with unknown 3.5mm lag screws and modular external fixation applied across the ankle joint. All of the patients had sustained high velocity trauma with closed, intra-articular comminuted fractures of the distal tibia. The following complications were reported: patient 1 - developed compartment syndrome 12 hours postoperatively after being implanted with an unknown plate, unknown lag screws, and external fixation. This is report 1 of 1 for (B)(4). This report is for unknown modular external fixation devices.